Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump motor sounded as if it was slowing down and then stopped working. Customer indicated that she also received a no delivery alarm. Customer does not recall any significant events leading to the error, but indicated that the pump broke about one year ago. Customer's blood glucose was unknown at the time of incident. Troubleshooting was offered but customer did not have a battery for pump. Customer requested to have the call transferred. No further information was given.